Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was observed before patient during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 19, 2023 and february 20, 2023. H10: six (6) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and leaks were identified on the port 2 administration spike port bonding area of five of the returned samples. The reported condition was verified. One returned sample had no leaks and reported condition was not verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding in five of the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.